Manufacturer narrative:
No general reagent issue is evident. Calibration and quality controls were acceptable. The possible root cause may be related to pre-analytic errors (e.g. Insufficient sample pipetting due to narrow tubes in combination with instrument alignment). An instrument issue cannot be completely excluded. Additional information for further investigation was requested but was not provided.

Event description:
The customer complained of erroneous results from one patient sample tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). The erroneous result was reported outside of the laboratory. The primary tube sample was aliquoted by a modular pre-analytic (mpa). The initial hcg + b aliquot sample result was <0.100 (unit of measure not provided) on the mpa. This result was reported outside of the laboratory. This result did not correspond to the "positive" result from another laboratory that uses a modular analyzer. The aliquot sample was repeated 10 times by the mpa and the following results were obtained: 169.4, 170.6, 170.4, 173.2, 172.0, 178.3, 176.1, 170.9, 174.6 and 173.6. The unit of measure was not provided. The primary sample tube was repeated on the e601 analyzer with results of 153.8 and 155.7 (unit of measure not provided). No adverse event occurred. The hcg + b reagent lot number was 183183. The expiration date was not provided. The stirring paddle and adaptor of the instrument was checked. It was noted that the sample tube used for the aliquot sample is not specified for use on this system and could cause implausible results.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).